Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerned about a (B)(6) female pt. The pt's medical history and concomitant medications were not reported. On (B)(6) 2014, the pt was injected with restylane l in the form of hyaluronic acid and lidocaine 1ml injections, twice, in the marionette lines and the white rolls of the upper and lower lips as a skin cosmetic procedure. The batch number used was: 12530 and expiry date: july/2016. On an unk date in 2014, (approximately a week after the date of the injections) the reporter stated that the pt had a flare up of an inflammatory bowel disease, and subsequently developed a delayed reaction to the rest to the restylane l. The reporter stated all of the restylane l injected developed into large and painful abscesses. The abcesses were drained a couple of times, and was recently drained on (B)(6) 2014 by the reporter. The pt also developed erythema nodosum around the same time as the abscesses. As per the reporter, the pt has been seen by other doctors, and cultures were taken. The pt was placed on an oral antibiotic, the exact name of the antibiotic was not provided. At the time of this report, the reporter stated the pt was doing better after drainage and that he was cautiously optimistic about her recovery. The reporter considered the events possibility related to the restylane l. No further information was provided. Additional information has been requested for this report.

Manufacturer narrative:
On (B)(6) 2014 the event inflammatory bowel disease assessed as serious and not assessable due to insufficient information. The events implant site abscess and erythema nodosum assessed as serious and possibly related.